Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 23. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, fracture of the implant was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.